Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy procedure, after firing the device, the reload had incomplete staples formation. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.